Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative antibody screening test on tango optimo, the missed antibody being an anti-fy(a). The patient sample that had caused a false negative test result was sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the patient's sample with the supposedly defective product and could confirm customer´s result. When the supposedly defective product was tested with different controls and samples, all positive and negative reactions were correct. We did not observe any false negative reactions. The patient's sample was also tested in the 3-phase tube technique and the gel method and reacted negatively. The patient's sample only yielded a weak positive in the tube technique when tested with the enhancement medium polyethylene glycol (peg). Testing confirmed the weakness of the missed antibody. The package insert contains an appropriate note: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solid screen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative antibody screening test on tango, the missed antibody being an anti-fy(a). The patient sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the patient sample and the retained sample of the supposedly defective product. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.